Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 40 mg/dl. Pump data review by tandem technical support showed customer was delivering a food bolus close to when the pump was delivering automatic boluses. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.